Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump stopped providing alerts and then would not power on after a camping trip, with the charging pad showing a steady green light but the device failing to turn on despite multiple charging and reboot attempts. Symptoms included no device alarms or notifications. Outcomes included discontinuation of the ilet and transition to backup therapy, and a replacement pump was arranged with return of the original device. Investigation included remote troubleshooting with guidance to try different power sources, reseat connections, remove the case, use prolonged charging, perform a hard wake sequence, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.